Event description:
The technician reported the following information: femoral access, calcification present on the right iliac, the deployer was unable to advance the device into the mynx ace sheath, the mynx procedure was aborted, manual pressure was held for 15-20 minutes with no further complications noted. The patient was not hospitalized due to the mynx device/mynx procedure. No further information is available. Type of procedure: left heart cath. Access was obtained on the right.

Manufacturer narrative:
The device was returned with the introducer sheath separated from the device handle. Visual inspection of the device showed that the sealant was flush with the distal end of the sealant sleeve. When an attempt was made to retract the sealant sleeve, significant resistance was noted. It was observed that the sealant grip tip was stuck to the catheter and the sealant was swelled slightly which could prevent retraction of the sealant sleeve. If the sealant sleeve movement was restricted that would explain the resistance felt during catheter advancement. If the device was exposed to an elevated temperature, the sealant grip tip may have adhered to the polyimide shaft or the sealant sleeve, which could lead to a device jam. The introducer sheath was inspected for anomalies that may have obstructed the device path during device insertion. No anomalies were observed. The review of the lhr (lot f1425806) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported event could not be conclusively determined. (B)(4).